Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Received info which stated when the package was opened during surgery the tip of the lead was found to be bent. The physician used another lead and the operation was completed. There was no injury to the pt.